Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances >4000 is believed to be because they had to lower the amp at which the test was performed. The rep believes that the issue was not related to the MRI. The cause of the stimulation being unexpectedly on was not determined, but the rep states it is likely that the patient did not fully put their stimulator into MRI mode, as it was not in MRI mode when they interrogated it for the first time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and healthcare provider (hcp). The rep spoke to the patient (pt) the day after the MRI. Pt indicated that pt had put ins into MRI mode prior to the MRI scan though pt didn't bring their handset to the MRI so ins status was not confirmed by the MRI center prior to the scan being done. Pt felt severe pain from their ins location down into their buttock and leg to their foot. Pt said they were asking them to stop the scan, was hitting the button and screaming but it took about 2 minutes before they stopped the scan per the pt. Pt told caller that pt was in a full MRI tube and it wasn't clear they were using the usual "birdcage" t/r head coil though this wasn't known for sure. Pt said they left their ins off and hadn't done anything with their system since the MRI scan. Caller saw pt today ((B)(6) 2023) in clinic and had to use caller's handset because pt hadn't charged theirs. When caller connected with pt's ins, it indicated that stimulation was on, using program 3 at 0.5ma. Caller tried to conduct impedance at 1ma but this was too intense for pt and caller lowered impedance check to 0.5ma and then all pairs were showing >4,000. However, caller increased stimulation to 0.7 and pt was feeling stimulation appropriately in vaginal area. Pt also saw managing hcp today. Pt did still have some neuropathy in their leg and foot but this was subsiding and comes and goes. Pt also was being treated for cancer currently and had some pre-existing neuropathy due to their cancer treatment. They were planning to have pt continue to use their stimulation for now and see how things go. Per hcp letter, patient's battery life is >2 years and the device was still working with normal impedances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient is not currently experiencing residual numbness beyond what was reported as pre-existing. Medical records are not available. No other interventions or diagnoses are planned to address this event. It is unknown if the patient has undergone another MRI scan since this reported event. The patient is currently receiving effective therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient has pain, discom fort/soreness/pinching/ache/pressure, walking difficulty/immobility/loss of balance/unable to get out of bed and numbness. The patient has numbness and neuropathy in buttocks, leg and foot. Questionable nerve damage was reported. The issue is ongoing. The patient's medical history includes terminal stomach cancer. Additional information was received from a manufacturing representative (rep). The rep reported that the patient's managing physician had been notified about this issue. The rep spoke with the patient on the phone on (B)(6) 2023. It was confirmed that this event occurred during an MRI. The patient had burning in butt, leg and foot during the MRI. There is a recorded call that is on file for this event. The patient experienced symptoms of pain and numbness of leg and foot. The patient stated that they put the device into MRI mode at home, but did not bring it with to the MRI department to be verified. The rep was unable to verify if the MRI performed was a true head only transmit receive head coil or not. When asked if the device/therapy/procedure was causal or contributory with respect to the reported neuropathy they responded, yes that it occurred during the MRI. Actions that were taken to resolve the issue is that the MRI was aborted. The patient outcome was described as follows: symptoms were about 50% improved on the day the rep saw the patient on (B)(6) 2023, from the day it started. When asked what steps were or will be taken to resolve the patient's reported symptoms the rep replied that the patient would be following up with their palliative care doctor for pain management. When asked if this issue has been resolved the rep replied, "no further action will be taken."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller stated they attempted to scan patient's brain yesterday, following mdt guidelines on 1.5t with transmit/receive coil and, within 5-6 seconds of starting the localizer, patient's legs jumped and they felt a shocking sensation. Caller stated they immediately stopped the scan and pulled the patient out and the shocking subsided and patient stated they felt fine. Caller stated that patient indicated they've had many scans before and this has never happened and stim was off. Troubleshooting asked how caller confirmed stim was off and caller stated that patient indicated they were very familiar with how to use programmer and patient reported they had turned stim off before going to work in the morning, went to the facility without their programmer, and was adamant to the caller that their stim was off and scan was performed. The caller was not with the patient. Troubleshooting reviewed that patient should continue to monitor therapy and follow-up with managing hcp to have ins checked. The patient's relevant medical history included patient's previous ins died and was replaced. Caller confirmed this was due to ins being 10 years old and normal battery depletion. Caller mentioned brain scan was related to patient's cancer and they are currently going through chemo.